Event description:
Meter name: one touch basic, strip name: one touch, meter code: unknown strip code: unknown, strip storage: unknown, symptoms: sleepy, unconscious. A patient reported they were hospitalized. Their meter allegedly would only prompt an unknown error message. The result in the hospital was unknown. There was no comparison. Treatment was unknown. No further information has been reported.